Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needle stick injury (post use). The following information was provided by the initial reporter. The customer stated: "when the nurse was preparing for routine blood collection, it was found that the IV shield was loosen. The nurse was stabbed immediately and treated with emergency disinfection.'

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.